Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer was "subconscious" due to bg level. Cause was not known. Customer consumed glucose tablets and juice to address bg. Emergency medical technicians (emts) checked customer's blood pressure but did not provide additional bg treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.